Manufacturer narrative:
In follow up with a complaint handler on (B)(6)2017, the customer reported that 3 or 4 years ago she developed mastitis while pumping with the pump in style breast pump and was prescribed antibiotics. She stated that when she stopped pumping her issue went away. She did not report this to medela at the time, she just stopped pumping. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer emailed with an issue related to the harmony pump and alleged that when she was pumping with the pump in style advanced in the past (3-4 years ago) and had plugged ducts and milk blebs.